Manufacturer narrative:
A correlation between the device and the reported malposition of the inflow conduit and right heart failure could not be conclusively determined. It was reported that the patient had gained an unspecified amount of weight. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The documented patient weight is from the time of the patient's initial implant. The patient's current weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been experiencing heart failure symptoms including shortness of breath with activity, dizziness and lower extremity edema. Right ventricular failure was confirmed during a right heart catheterization. Obstruction in the inflow cannula and misalignment were observed through the right heart catheterization and transesophageal echocardiography. It was reported that the patient had gained an unspecified amount of weight. There were no abnormal pump parameters observed. The patient underwent a pump exchange on (B)(6) 2016.